Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the subject for clinical study experienced severe hyperglycemia on august 31, 2016 due to possible occlusion of the infusion set. The subject's blood glucose level was 450 mg/dl and they had ketones as well. They also received change sensor alarm and calibration error alarm. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.